Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient had multiple cardiac comorbidities including aortic stenosis the team tried repeatedly but was unable to cross the aortic valve. The delivery was abandoned. There was no patient harm due to the issue.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.